Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 532 mg/dl. Customer had treated their blood glucose with a bolus delivery. Troubleshooting found insulin was able to exit during a fixed prime. It was also found insulin was able to exit with a manual prime. The customer was advised their insulin pump was working as designed. Customer was also advised their reservoir may be occluded. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).